Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 538 mg/dl, resulting in emergency department evaluation and treatment with IV fluids; the patient was treated and discharged the same day. The event occurred while the patient was not connected to the ilet, as the device was unable to be charged due to a reported charging failure that persisted despite use of a replacement charger, and the patient was awaiting shipment of a replacement device. The patient did not have alternative long-acting insulin therapy available during this period. Symptoms included hyperglycemia. Outcomes included required medical intervention in the emergency department. Investigation included communication with the patient¿s caregiver and review of the information provided. Investigation of this case identified therapy interruption associated with a reported charging issue, with no additional device component findings established at this time. It was concluded that interruption of automated insulin delivery contributed to the event. If additional information becomes available, a supplemental MDR will be submitted.